Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl. Customer¿s other blood glucose value was 200 mg/dl. Customer was treated with food for their low. The customer alleged that insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode feature at the time of incident. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis. The reservoir will return for the analysis.